Event description:
It was reported that the a low speed advisory alarm was noted in the patient's log files. It was noted that the patient had rescue tape over areas of their driveline due to slits in the silicone layer. X-rays of the driveline were obtained and a suspicious area was noted. It was recommended to continue monitoring the patient for any new low speed alarms. A driveline replacement was scheduled for (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline did not confirm an issue that would have contributed to the reported alarms. Although a specific cause could not be conclusively determined during this evaluation, based on previous complaint history, the abnormal pump operation captured in the submitted log files appeared to be consistent with potential driveline wire compromise. Additionally, the evaluation of the driveline confirmed damage to the silicone jacket; however, a specific cause for the observed damage could not be conclusively determined. A distal-end driveline replacement was performed on (B)(6) 2022 and approximately 19.5 inches of the external portion/distal-end of the driveline was returned for evaluation. Evaluation of the submitted log files revealed that no unusual alarms or events were captured, and the pump appeared to function as intended at the set speed. The replaced driveline was tested for electrical continuity in the condition that it was received, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The returned portion of the silicone jacket had rescue tape applied at approximately 1-4 inches from the controller connector. A cut in the outer silicone jacket was found at approximately 2.5 inches from the controller connector when the tape was removed. The silicone jacket, bionate cover, and metal braided shield layers were carefully removed to examine the underlying driveline wires. Visual inspection of the driveline wires under the microscope appeared unremarkable. Following the visual inspection, the driveline was stripped layer by layer until the bare wires were exposed. These wires were observed under the microscope and appeared to be unremarkable. The returned portion of the driveline was submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any areas of current leakage in the insulation of any of the driveline wires. Following the repair, the patient was tested on a grounded patient cable and there were no further issues found. The patient remains ongoing on the heartmate (hm) ii left ventricular assist system (lvas), (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, rev. H and the heartmate ii patient handbook, rev. G are currently available. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the complete external portion of the driveline was replaced on (B)(6) 2022. When tested on a grounded patient cable no further issues were found.